Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a diagnostic angiogram procedure using a 6f sheath. Reportedly, after needle deployment, the plunger was pulled out but the suture could not be verified. A cuff miss occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break could not be tested as the suture was not returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. H6 correction: medical device problem code 1142 removed.

Event description:
Subsequent to the initially filed report, the following information was received: a cuff miss did not occur. A suture break observed when the plunger was removed. No additional information was provided.